Manufacturer narrative:
The relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient wanted to know the serial number of the pump because he was having issues and he knew there had been recalls. The patient's wife said she thought the pump may have dumped medication into her husband because he went through a period of acting "like a junkie" and seemed to be overdosed. The patient also went through a period of "classic withdrawal" symptoms. According to the patient's wife the hcp did a dye study in the office but the hcp could not aspirate the catheter. The hcp put the pump on minimum rate and prescribed oral medication. The patient was sent to the surgeon who implanted the pump for a revision. The patient's wife also commented that when the patient went for his last refill they tried to remove the drug and the pump was empty. The patient's wife did not know how much was supposed to be in the pump. The patient's wife thought residual volumes have "neen wnl" at previous refills. The patient had also been experiencing increased pain. It was unknown what if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. Surgical intervention was planned and the patient's status was "alive- no injury".